Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (not communicating properly with monitor) was confirmed. Upon investigation the electrode belt caused the test monitor to freeze when plugged into the test monitor. The cause for the failure was isolated to a defective u713 microcontroller on the distribution node pca. The root cause for the defective u713 microcontroller could not be positively identified. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor reported that a patient's monitor made a popping sound and then would not power on. The patient's monitor was replaced, but the patient's electrode belt was not properly communicating with the replacement monitor. The patient was issued a replacement electrode belt.